Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was not reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products : item # 110010247/g7 shell/ lot # 6630993. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00657.

Event description:
It was reported that the during an initial hip surgery the shell inserter fractured and cold welded to the shell. The surgery was completed with another cup. Attempts have been made and additional information on the reported event is unavailable at this time.